Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a synergy ous mr 3.00 x 20mm stent delivery system (sds). Visual/tactile inspection and microscopic analysis completed. Multiple hypotube kinks and a break at 19cm distal to the distal end of the strain relief were identified along the shaft of the device. No additional device issues were noted.

Event description:
It was reported that a device break occurred. During percutaneous coronary intervention, a 3.00 x 20 mm synergy failed to cross the calcific lesion and broke at the connection point of the wires. The procedure was completed with another synergy stent and the patient was stable and no injury occurred.

Event description:
It was reported that a device break occurred. During percutaneous coronary intervention, a 3.00 x 20 mm synergy was advanced, failed to cross the calcific lesion and broke at the connection point of the wires. The procedure was completed with another synergy stent and the patient was stable and no injury occurred.